Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a s320 (led error-pmc, left) malfunction alarm code. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code.